Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare provider reported rupture of the left device (clear gel) confirmed by mammogram and ultrasound and confirmed upon explant. Capsulectomy performed. The device has been explanted.

Event description:
Healthcare provider reported rupture of the left device (clear gel) confirmed by mammogram and ultrasound and confirmed upon explant. Capsulectomy performed. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as fold flaw opening. As per the investigation procedures, non penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to partial d6a implant date: ¿22 years ago¿ was provided. Continued e1 phone number: (B)(6).

Event description:
Healthcare provider reported rupture of the left device (clear gel) confirmed by mammogram and ultrasound and confirmed upon explant. Capsulectomy performed. The device has been explanted.